Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
According to the rn in the operating room when she plugged in the thermachoice balloon, the machine showed error "motor fault". Balloon was removed from the machine and a new one was opened for procedure. No harm was done to the pt.